Event description:
The customer reported a malfunction resulting in the loss of display during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The ram was cleaned and hpdu-cpu cable was refitted to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The ram was cleaned and hpdu-cpu cable was refitted to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).